Event description:
A series of bowel anastomosis leaks have to led to questions as to the root cause. Through investigation of these leaks, we have identified that the gia mts stapler with the purple load was used on 9 of 12 patients. At this point - we have chosen to hold on the use of the purple load with the stapler. This correlation of data has been reported to medtronic. FDA safety report ID# (B)(4).